Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the device caused her so much pain that she had it taken out. Relevant medical history included urinary dy sfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what troubleshooting had taken place and if a cause had been determined.

Event description:
Additional information received from the patient reported that she had pain whenever the implantable neurostimulator (ins) was on. This had started since implant, on (B)(6) 2015. Nothing was done as far as programming adjustments or revisions, so she ultimately had the entire implanted system removed. The explant occurred on (B)(6) 2015. She thought the implant was defective because of what she experienced, and did not know if the product was sent back for analysis. It was noted that the patient had an ins replaced due to normal battery depletion and that she did not have an issue in the past.